Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave catheter was selected for use during pulsed field ablation to treat atrial fibrillation. It has been mentioned that the catheter was opened and prepped. Non-boston scientific (non-bsc) guidewire was placed into farawave and the catheter was tested in both basket and flower configuration on the table. Farawave was inserted and pfa ablation was done in left inferior pulmonary vein (lipv) and left superior pulmonary vein (lspv) without any issue. The catheter was then placed into flower configuration and wire retracted into catheter to move to the right inferior pulmonary vein (ripv). Wire was attempted to be advanced out of the ripv but the wire became stuck and physician was unable to advance or retract the wire. The non-bsc wire broke while trying to free it. Catheter and the wire were removed from the faradrive together. Catheter and wire were examined on the table and the wire was unable to be retracted or advanced. No piece of wire was left in the patient. No tissue was seen at the tip of the catheter or guidewire, and no other catheter malfunction were present. No patient complications occurred. The procedure was completed with new catheter and wire.